Event description:
It was reported that during use, called in by the rn in the cardiac ICU , the cs300 intra-aortic balloon pump (iabp) turned off during use. The rn stated she stepped into the hallway for a couple of minutes, and when she returned the screen was black and the pump was not pumping. There had been no alarms prior to the pump having a black screen. The rn and another nurse attempted to press the keys, but the pump was off. They then unplugged the power cord and reconnected it, then turned the pump on and the pump started without any issue. A getinge field service engineer(fse) instructed the rn to print the alarm log that showed no alarms prior to the pump turning off. The rn wanted to keep the patient on the pump, but the fse explained that if the pump had any issues, she would need to exchange it for a different pump. The fse advised the rn to tag pump for biomed after use and to give him a call if any issues arise. There was no patient harm or injury reported.

Manufacturer narrative:
A senior technician from trimedx was unable to duplicate the issue of it turning off. He ran the device in the shop for several hours over a couple of days and had no issues with it turning off, stopping or going dead. The batteries were last replaced in (B)(6) 2024. The senior technician also tried running the machine on battery power and it ran for about 3 hours and there was a low battery advisory displayed in the upper left side of the display along with an audible tone (tone repeated every so often) for about 45 minutes before it went dead. He checked the power cord and didn't see an issue with the cord but, felt like it could have been pushed into the machine a little better than it was. Really cannot explain what happened except maybe the power cord wasn¿t quite pushed in all the way in the machine and it ran on battery until dead and they just didn¿t hear or notice the alarms but that is just speculation. The senior technician still has the machine in the shop, and has not returned it to service yet. *patient's height 160cm. H3 other text : evaluation not requested by complaintant.